Manufacturer narrative:
This complaint was confirmed, and the root cause was undetermined. No sample was returned for evaluation. (B)(4) was initiated to further investigate the cause of this issue. The lot number is unknown; therefore, the device history record could not be reviewed. The labeling, included the incorrect implant date. In addition, during the review of the bard brachytherapy labeling and customer order release documentation, it was also noticed that the seed reference date was incorrect. (B)(4). The device was not returned.

Event description:
It was reported that the facility received the correct order of seeds with the incorrect implant date. The original order was received and processed on (B)(6) 2017 to have an implant date of (B)(6) 2017 with a seed reference date of (B)(6) 2017. On (B)(6) 2017, a revision request for this order was received from the customer and the implant date was changed to (B)(6) 2017 with the reference date of (B)(6) 2017, per the customer¿s request. The new order was printed on (B)(6) 2017, which reflected the revised dates. However; the order that was filled and shipped to the customer had the original (incorrect) dates on the assay cert and labels. The patient received all the seeds as planned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the facility received the correct order of seeds with the incorrect implant date. The original order was received and processed on (B)(6) 2017 to have an implant date of (B)(6) 2017 with a seed reference date of (B)(6) 2017. On (B)(6) 2017, a revision request for this order was received from the customer and the implant date was changed to (B)(6) 2017 with the reference date of (B)(6) 2017, per the customer¿s request. The new order was printed on (B)(6) 2017 which reflected the revised dates. However; the order that was filled and shipped to the customer had the original (incorrect) dates on the assay cert and labels. The patient received all the seeds as planned.